Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. Establishment name: (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope image had horizontal stripes. The issue was found during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: multiple scratches on the uc sheath (universal cable). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.